Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and the device's main board was replaced to resolve the problem. Analysis for reports of this type has not identified as increase in trend.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.